Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during extraction of the right ventricular (rv) lead. This lead was explanted. No adverse patient effects were reported. This supplemental report is being filed because device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the polyurethrane insulation was melted in several places which was consistent with electro-cautery damage. Lead resistance measurements were normal. Hipot test was not performed due to damaged polyurethrane tubing and the extracting stylet was inside the lead.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during extraction of the right ventricular (rv) lead. This lead was explanted. No adverse patient effects were reported.